Event description:
It was reported that the pump flipped earlier in the week and that the flipping was repeating. The caller stated that the patient was due to see their physician in 2 weeks to determine if the pump would be moved or replaced. The caller stated that the physician manually flipped the pump back to the correct position on the date of the report. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
The following information regarding the difficulty filling the pump reservoir was previously reported in manufacturer report # 30042 09178-2013-08606: it was reported that the health care provider (hcp) was having difficulty filling the reservoir. They reported that they were able to aspirate the reservoir, but unable to fill it. The hcp stated that they removed 16 ml from pump and were expecting 13.9 ml. Then when refilling, the hcp was only able to get 19-20 ml into the pump and could not fill any more. It was noted that the refill was done under fluoroscopy and the hcp felt confident they were in the pump. The patient would be monitored and the hcp would try to fill again at the next refill. It was also noted that the patient was getting a 10% dose increase because the patient was in a lot of pain and the patient was due to see the hcp again in 2 weeks. The pump system was being used to deliver dilaudid. (Any further information pertaining to the flipped pump and volume discrepancies during this time going forward will be reported in this event and manufacturer report # 3004209178-2013-08607) it was now further reported that on (B)(6) 2013 the pump was removed and at that time the catheter was found to have been severed. A revision took place. The patient was not sure if the old pump was moved and implanted on her right side or if a new pump was implanted on her right side.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, during the previously reported pump revision, the hcp went in to change the pump out but put the same pump back in. The hcp turned the pump down prior to this revision, so that the pump cycle would last longer, due to insurance reasons. A drug change-out was also done due to insurance reasons.